Event description:
It was reported that a revision surgery was performed to address dissociation of resurfacing femur and femoral stem.

Event description:
It was reported that a revision surgery was performed to address dissociation of resurfacing femur and femoral stem.